Manufacturer narrative:
Zimvie complaint number (B)(4).

Event description:
It was reported that the implant crown became mobile to where the internal screw was stripped. We tried removing the internal screw but was unsuccessful so the implant needed to be redone. Tooth 12.

Manufacturer narrative:
Zimvie received one (1) unknown biomet 3i screw for evaluation. Visual evaluation was performed. The implant had signs of use. There was a crown attached to the implant. Unable to access screw hole, this was due crown material blocking the screw access hole. DHR and complaint history review could not be performed since the lot and item number was not provided and unknown. However, zimvie quality management system (qms) has controls in place to ensure the distribution of conforming product. The customer did not submit images for the reported event. Based on the investigation and risk management file review as per rm-00057-haz rev22, the most likely root cause determined from the investigation was probably user caused. Therefore, based on the available information, a device malfunction could not be verified. There was a crown attached to the implant. Unable to access screw hole, this was due crown material blocking the screw access hole. The reported event is non-verifiable. No further investigation or immediate CAPA / hhe/d escalation is required, as the complaint investigation did not confirm the product was nonconforming at the time of distribution, and no new failure mode, harm, or hazardous situation was identified through the investigation performed. At this time, the complaint investigation has been completed and the record will be closed. If additional information is received, the record will be re-opened for further evaluation. The following sections have been updated: b4: date of this report. G3: date received by manufacturer. G6: checked "follow-up". H2: checked follow-up type. H3: changed "no" to "yes". H6: entered evaluation codes. H10: added manufacturer narrative.

Event description:
No further event information available at the time of this report.